Manufacturer narrative:
The initial test was performed by aspirating sample from an aliquot tube. The customer's policy is to repeat all accutni results of > 0.2 ng/ml. Qc was within the customer's established ranges prior to and after the event. No error was posted to the event log in association with the event. A system check was performed on (B)(4) 2010 and met the specifications. A bci field service engineer (fse) was on site on (B)(4) 2010. The fse performed a system check, and the results met the specifications. The fse performed a high sensitivity system check, and it failed. The fse cleaned wash buffer build up found on the wash carousel and incubator track. The fse replaced the incubator belt and clips. The fse repeated high sensitivity system check and the results met the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.